Event description:
Paramedics responded to a patient in cardiac arrest and down for an unknown period of time. The device was connected to the patient with disposable defibrillation/ECG electrodes for external pacing. Pacing was initiated but, according to the reporter, pacing would intermittently stop throughout the code and had to be manually restarted. Patient outcome is unknown.